Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the rubber seal falls of the reductor so it cannot be closed. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.